Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Review of the provided image is consistent with the reported damaged insulation on the black conductor wire. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a small damage was found on the black cable of the maryland bipolar forceps instrument that carries electricity. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: before use, the instrument was checked and used. There were no problems during surgery and no damage was detected during pre-cleaning. Apparently intact, we sent the instrument was sent to the central processing. The damage was detected in the central processing under the magnifying glass. As soon as the central processing discovers loose or torn cables, the instrument is no longer released to the patient. In this case, a defect was seen in the insulation. As the cable was intact under the surgery, there was no cautery problem. It is unknown if there was thermal damage. There may well have been a collision with other instruments. A photo from the aemp only shows the defective insulation point and no concrete identification.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The maryland bipolar forceps was analyzed and found to have a damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding damaged black cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.